Event description:
It was reported that during a lung procedure the device was fired and no staples deployed. During the act of firing the stapler nicked either the pulmonary vein or artery causing significant blood loss. The patient lost between 700-800 cc of blood. The patient had blood transfusion of two units. The patient was reported to be stable.

Event description:
Additional information provided by the surgeon. The device was fired on the pulmonary artery. The device did not nick the artery, it was closed on the vessel, fired, preceded to cut, then opened. Immediately saw significant blood loss (800cc). Surgeon stopped the bleeding with one hand and dissected the main pulmonary artery with his other hand. Clamped off both sides and then closed the vessel with a 5-0 polyprolene. Surgeon did not use the device in the bronchus. It was a right upper lobectomy. Surgeon also mentioned he heard more of a cracking noise than a click when firing. He did not see any loose staples in the patient nor did he see any b-formed staples.

Manufacturer narrative:
(B)(4). Information unavailable. The analysis results showed that the device arrived in good visual condition and with a reload loaded on the device. The reload was received fully loaded with staples. The closing trigger was closed end the faring trigger was closed halfway; this condition is consistent with closing the device and activating the firing trigger at the same time. It should be noted that when manipulating the device only the closing trigger should be grasp until ready to fire the device. Do not grasp the firing trigger before the device is to be fired. If the firing trigger is manipulated it could cause the staples to deploy partially or completely resulting in malformed staples and a premature lockout situation. For further details please refer to the instruction for use. The device was tested for functionality with the returned reload and it fired and formed all the staples as intended. The device fired without any difficulties, the staples were noted to have a proper b-formation and the staple line was complete. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.

Manufacturer narrative:
(B)(4).